Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The closure device was positioned in the laa and the device was deployed. The device was at the ostium of the appendage. The physician performed a tug test and the device was stable. The physicians were getting measurements of 21.3 in the 0, 21.4 in the 45, 20.8 in the 90, 20.1 in the 135. The device was compressed 11-16%. There was discussion that it would be best to retrieve this device and put in a bigger one since on fluoro the device did not look as compressed as it did on transesophageal echocardiogram (tee). The release criteria was revisited and the decision was made not to recapture since the device did meet release criteria. The physician released the device. At the time of releasing the device, the device embolized immediately. The physician tried to snare the 24mm device out of the left atrium, but was not successful. The device went through the mitral valve into the left ventricle. The patient was taken to surgery to remove the device. There was no damage to the patients atrium, mitral valve or aortic valve. The device was removed. In surgery, the laa of the patient was ligated. The patient remained stable the entire time. There was no effusion nor any other complications that were reported. The patient is doing well and has been discharged home.